Event description:
It was reported that a clinical study patient jumped into a pool with the insulin pump. It was stated that the device is working fine but it was advised that user should call back to troubleshoot as it may have moisture damage. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.